Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure the pulse generator exhibited loss of output; the patient became symptomatic. The device was not implanted and a new device was successfully implanted. No additional information was provided.